Manufacturer narrative:
Patient information is unavailable from the facility. On 28feb2019: visual and microscopic evaluation of the suspect elca device found that the band was cleanly separated from the tip of the catheter. There were no broken or bent laser fibers on the distal tip of the device. There were no splits or cracks on the band. Cause of event cannot be determined with the information available.

Event description:
A philips representative reported that a coronary atherectomy procedure commenced to treat in-stent re-stenosis (isr) in the protected distal left main artery. Upon withdrawal of the spectranetics coronary laser atherectomy catheter 114-009, the radiopaque ring was seen under fluoroscopic guidance as not coming back with the catheter, indicating detachment. Despite multiple attempts to retrieve the ring, (which was still on the coronary wire at that point), with a snare, and also with a distal embolic protection device, the band was abandoned. It was however, able to be maneuvered into an approximately 1mm diameter sub-branch, secondary to a diagonal branch. The procedure was completed with a final post balloon dilatation. To date the band remains in the patient's vessel without any adverse effects to the patient.